Event description:
It was reported the patient ((B)(6)) experienced pocket heating that persisted for over three weeks. During that time, the scs ipg was tested under different program settings, time modes and output strengths to no avail. CT scan results identified the ipg temperature was three degrees celsius higher than the patient's body temperature. The ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.